Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-03702. It was reported that the patient experienced complications during the procedure. A left atrial appendage procedure was to be performed. A 21 mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed; however post deployment the patient experienced st elevations and a drop in heart rate. No air was visualized in the sheath, device or heart. The st elevation disappeared shortly after and the heart rate returned to normal; no intervention was required. There were no residual defects to the patient. The closure device was implanted in the laa. No further complications reported.